Event description:
It was reported that for the last 48 hours, the patient had been in excruciating pain and having severe withdrawal with cramping in her legs that hadn't gone away; her legs were "killing her"; she was "really hurting". The patient was also very tired. The patient kept a log for every bolus and every pill that she took. The patient's ptm (personal therapy manager) was set for 12 hour intervals by the hcp (healthcare provider); the patient could get a bolus every 12 hours. The day prior ((B)(6) 2013) the patient had not been able to give herself a bolus for 15 hours; she gave herself a bolus at 2:40 am it would not let her take another one until 6:25 pm. Today ((B)(6) 2013) she checked it at 4:46 am and was able to give herself a bolus which was a 10-hour interval and not 12 hours. A few months prior, the pump telemetry showed that she tried to give herself 37 boluses; but the patient said she didn't do that. The patient had contacted her hcp's office, but hadn't heard back from them yet. The patient had an appointment scheduled for later today. The pump was delivering fentanyl and bupivacaine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial # (B)(4), product type: programmer, patient. Product ID: 8780, serial # (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).